Event description:
The hospital reported that they wanted to return 3 unused boxes of a specific lot of hst iii system (3.8mm) due to a previously reported issue involving the same lot number. There is no patient involvement.

Manufacturer narrative:
Tw ID#(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
N/a.

Manufacturer narrative:
Trackwise ID#: (B)(4). The lot # 3000375240 history record review was completed. There was one (1) ncmr, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. H3 other text : device not returned.